Event description:
Device 2 of 3. Reference 167487-2013-23147, 23149. It was reported, the pt desires to have his scs system explanted due to ineffectiveness stimulation and pain. It was also reported, the pt has not used or charged his system in 6 to 9 months. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.